Event description:
69 y/0 pt. (With a cardiac hx) complained of chest pain 2 hours into her treatment. She was given nt 8 x 2 and place in 02 at 2 l without relief. Dialysis was discontinued and the pt. Transferred to the hosp. The pt. Has a svc that had poor flows. The blood flow was adjusted multiple times during thr treatment. The dr. Called from the hosp. And stated that the pt. Was hemoloyzed. The line was checked and no kinds were found. The dialysis machine was checked by the facility and no problem found, the cause of the hemoloysis is unknown but believed to be mechanical.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: no data. Invalid data - on device destroyed/disposed of status.